Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not turning on. The customer's blood glucose level was 168 mg/dl at the time of the incident. The customer stated that the insulin pump was no longer showing a display, it was flashing a red light and vibrating so there was an alarm going but no display shown on the insulin pump. The insert battery alarm did not display on the insulin pump screen. The customer reported that the display was not blank less than 30 seconds and/or did not return and the display was blank currently. The customer reported that the display did not return after the insulin pump restart. The contacts on the battery cap are neither missing nor damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with blank display due to moisture damage on electronic assembly.